Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to complete system check, however, no information was received. Customer¿s blood glucose level was 476 mg/dl.